Manufacturer narrative:
The hillrom technician found the cable plugging into p31 on the power supply board needed to be replaced. The cable plugging into p31 is the source of power to the supply board. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in january, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the cable plugging into p31 on the power supply board was melted at the connector. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).